Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This lead could not be repositioned as the helix would not extend or retract. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Dried blood was noted in the housing and in the window. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.